Event description:
Information was received that during testing of smiths medical cadd solis vip pumps, the pump exhibited code (B)(4). No patient involvement was reported.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed. Review of the device history log showed an occurrence of system fault 42,224. The error code can be safely cleared due to being transient. Based on evidence and investigation, the complaint allegation was confirmed.